Manufacturer narrative:
The pump alarmed compromised force sensor system during the prime test and motor error during the basic occlusion test due to a loose/protruded drive support disk. The motor passed the motor test. The pump was unable to perform the occlusion or excessive no delivery alarm tests due to the motor error and compromised force sensor system alarm. No chip or broken battery compartment was noted during visual inspection. No missing battery tube o-ring during visual inspection noted. All buttons functioned properly. No damage in the keypad assembly was noted. The pump was monitored for several days and no frozen display or black circle on the display was noted. The pump was received with a partially broken reservoir tube lip, a missing reservoir tube o-ring, cracked battery tube threads, a cracked case at the reservoir tube window corner, a cracked reservoir tube window and minor scratches on the lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged and also alarmed compromised force sensor system. The customer was assisted with troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that there was a chip in the battery compartment. The customer was also assisted with prime rewind troubleshooting. The insulin pump was neither dropped nor bumped prior to alarm. The customer also stated that the drive support cap was flushed. The customer also mentioned that their blood glucose level was around 300mg/dl to 400mg/dl but declined to troubleshoot for the high readings. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.